Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported "requesting information about recall," "psychologically shaken," ¿gel bleed¿ and ¿pain.¿ the events of ¿suspected of having autoimmune disease of polyarthritis of the sacrum, shoulder, knee, hip, and temporo-mandibular joints,¿ ¿lost 8kg¿ and ¿thyroid cancer¿ are not related to the device. Device remains implanted. This record is for the right side.